Event description:
It was reported that during an unknown procedure, when firing several clips during surgery, some of the clips fell out without being shaped, they were falling out between the firings, when one clips was used, the next clip fell out by itself, when surgeon did the next firing, the jaws was empty, this caused the blood vessel to be cut but not sealed, this was repaired by surgeon. Procedure prolonged three minutes. Case was completed with same like device. No patient consequence. No device will be returning.

Event description:
It was reported that during an unknown procedure, when firing several clips during surgery, some of the clips fell out without being shaped, they were falling out between the firings, when one clips was used, the next clip fell out by itself, when surgeon did the next firing, the jaws was empty, this caused the blood vessel to be cut but not sealed, this was repaired by surgeon. Procedure prolonged three minutes. Case was completed with same like device. No patient consequence. No device will be returning.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information: please clarify: the surgeon repaired, "do" harm to patient. No harm was caused for the patient. Did anything fall into the patient? One clip did fall into patient but it was retrieved by the surgeon. If so, was it retrieved? How? See previous answer. Blood vessel cut, what was the amount of blood loss? No blood vessel was fully cut but small amount of bleeding was detected but repaired with another clip. Transfusion, blood products required? No. Which firing of the device did this event occur on? Unknown but was not the first firing. What vessel or structure was the device fired on at the time of the event? Unknown but it was a cancer operation in the mouth/jaw area. Was the clip fully advanced into the jaws prior to firing? Unknown. Was there any torquing or twisting of the device present at the time of firing? Unknown. Was any unexpected resistance felt while firing the trigger? Not that they mentioned. Were any unexpected noises heard? If so, when? Not reported. Did anything unexpected happen prior to this incident? Unknown. Was the device fired after this incident in or out of the patient? Out. What were the indications for surgery? What was found? Cancer in nasal cavity/jaw. Does the patient have any relevant history of surgical treatments? If so, what? Unknown. Did somebody other than the primary surgeon fire the instrument? If so, whom? Unknown.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information: please clarify: the surgeon repaired, "do" harm to patient. No harm was caused for the patient. Did anything fall into the patient? One clip did fall into patient but it was retrieved by the surgeon. If so, was it retrieved? How? See previous answer. Blood vessel cut, what was the amount of blood loss? No blood vessel was fully cut. But small amount of bleeding was detected but repaired with another clip. Transfusion, blood products required? No. Which firing of the device did this event occur on? Unknown but was not the first firing. What vessel or structure was the device fired on at the time of the event? Unknown. But it was a cancer operation in the mouth/jaw area. Was the clip fully advanced into the jaws prior to firing? Unknown. Was there any torquing or twisting of the device present at the time of firing? Unknown. Was any unexpected resistance felt while firing the trigger? Not that they mentioned were any unexpected noises heard? If so, when? Not reported. Did anything unexpected happen prior to this incident? Unknown. Was the device fired after this incident in or out of the patient? Out. What were the indications for surgery? What was found? Cancer in nasal cavity/jaw. Does the patient have any relevant history of surgical treatments? If so, what? Unknown. Did somebody other than the primary surgeon fire the instrument? If so, whom? Unknown.